Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was having issues with the serter. During the call he mentioned his blood glucose was high at 415 mg/dl. No troubleshooting was performed on the insulin pump. Customer is not returning the insulin pump for analysis.